Event description:
It was reported that guidewire coating peeled off. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 190cm, straight-tip samurai guidewire was advanced but failed to cross the lesion. It was noted that the coating on the tip was peeled off. The peeled coating was only partially removed due to calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Event description:
It was reported that guidewire coating peeled off. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 190cm, straight-tip samurai guidewire was advanced but failed to cross the lesion. It was noted that the coating on the tip was peeled off. The peeled coating was only partially removed due to calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Examination of the returned product showed partial polytetrafluoroethylene (ptfe) coating was peeled off at about 225mm from the distal tip.